Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: how thick was the tissue, was it evenly and tension-free distributed in the instrument? Was the anvil put on the trocar exactly horizontally? Putting the anvil on the trocar were any graspers used? Where within the green tissue compression/gap setting scale was the orange indicator set for firing? What confirmation did you receive from the device indicating that it was fully fired (such as crunch, compressed until unable to fire further, etc.)? Did the surgeon wait the recommended 15 seconds after closing and before firing the device? Has the delay of sixty minutes any impact on the patient or the healing process? What is the current status of the patient? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). Additional information received: is it possible for the device to be returned for analysis? No information. Was the device fired in the green zone? The beam could not enter the green zone, however they succeeded to fire anyway. Once fired, the indicator entered the green zone. If yes, was the indicator in the upper, middle or lower portion? Na. Are there any photographs or images of the procedure available for review? No, there aren¿t.

Event description:
It was reported that during an intervention at sigma procedure, although the stapler was properly closed and tightened, the stapler didn¿t fix the staples. The procedure was completed by doing a manual anastomosis. There was a delay of sixty minutes.

Manufacturer narrative:
(B)(4). Additional information received: the patient had a longer hospitalization also because a temporary ileostomy was made as protection of the manual anastomosis. In each case the patient would have been kept under monitoring due to other factors not related to the event claimed. The anastomosis was not formed, initially staples had been observed and these were present on the two breakaway washers. In addition the surgeon stated that the tissue was thick enough, but he didn¿t indicate the thickness.